Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer "felt high" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of "higher dose of their insulin" by injection (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date "first week of november" prior to when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer "felt high" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of "higher dose of their insulin" by injection (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date "first week of november" prior to when abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.